Event description:
Reportable based on device analysis completed on 23 apr 2024. It was reported that visualization issues occurred. The 70% stenosed target lesion was located in the distal segment of the left circumflex artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but it could not show the image. The procedure was completed with another of the same device. There were no reported patient complications. However, device analysis revealed that the imaging window was detached near the lap joint section.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the telescope was kinked, and the imaging window was detached near the lap joint section. Impedance test results suggest that the device was no longer effective at receiving and transmitting acoustic energy at the working frequencies. The image test could not be performed due to the condition of the device. Based on the evidence, the as reported code of image lost is confirmed.